Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act keypad dome. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Keypad connector found close properly during visual inspection. (B)(4).

Event description:
Customer reported via phone call that infusion set had to be changed everyday with new insulin pump and customer was using too much insulin. Customer's blood glucose was not reported. Customer states that healthcare professional recommended a pump with a larger cartridge.